Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from (B)(4), there was the possibility that this phenomenon was attributed to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the main board connector of the subject device was damaged and the flow rate was insufficient which might be caused by the damage of the tube inside the subject device. There was no report of patient injury associated with this event.